Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#j3l3080ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lap nissen fundoplication using the instrument, the device would not stay in the locked position and would become unlocked on its own and the needle falls out of the jaws of the device. The issue occurred during the suturing of the stomach wrap. A new handle was opened and the same reload was used to resolve the issue and complete the procedure. No patient complications have been reported as a result of this event.